Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
Hospital pharmacist reported that the intraocular pressure (iop) compensation function was suddenly interrupted during surgery causing a delay of 15 minutes. Additional information was provided by the nurse who was in the operating room at the time of the event: patient's anesthesia was prolonged but she did not know which anesthesic were administered. She could not confirm if the patient was under general anesthesia. There was no clinical impact for the patient. Additional information has been requested.